Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation. Visual inspection was performed and a loose, hard, clear particulate matter was observed inside the cassette. The reported condition was verified. The cause of the particulate matter was determined to be manufacturing related as the source of the particulate matter was intrinsic to the manufacturing process and part of the formulation ingredients. The particulate matter was confirmed to be known by both manufacturing and quality as a sliver from trimmed sheeting. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter found inside the "tube box" (cassette) of the homechoice apd set. This occurred before the use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.